Event description:
It was reported that the panel phoenix pmic/ID 107 misidentified s. Arueus as s. Epidermidis. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer had an isolate that was identified as s. Epidermidis, but customer stated isolate is a s. Arueus."

Manufacturer narrative:
H.6. Investigation summary: "this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 1021774. The customer did return lab reports, but did not return isolates or panels for investigation. The complaint batch was not available for investigation due to the batch being expired at the time of investigation. To investigate, a total of four (4) retention panels from the same material number but a different batch were tested using in house isolates of staphylococcus aureus (a29213; a25923; 4757 and a43300) on a phoenix instrument and evaluated for identification results. One panel was tested per isolate. Two panels identified correctly as staphylococcus aureus (a43300 and a29213).the other two panels identified incorrectly as staphylococcus epidermidis (4757 and a25923). This complaint is confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills ensure proper incubation temperature and environment use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors. Thank you again for contacting bd and please continue to communicate any further concerns."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the panel phoenix pmic/ID 107 misidentified s. Arueus as s. Epidermidis. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer had an isolate that was identified as s. Epidermidis, but customer stated isolate is a s. Arueus."